Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after mesh implantation the patient had a small bowel obstruction. No further details provided at this time. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure for ventral repair on (B)(6) 2010 and mesh was used. It was reported that following the surgery the patient experienced pain and swelling at the surgical site and the patient had to undergo further surgery on (B)(6) 2011 and the mesh, which was adhering to his bowels, was removed and the repair was performed with marlex mesh.